Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP device. The patient alleges awaking with smoke coming from the device entering the patient's nose. The patient also alleges congestion, headache, and loss of smell from the smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient stated the water chamber was full prior to going to bed. The patient stated when awakened, the humidifier was dry. There were no burn marks on the machine. There was no change in the performance of the device prior to the thermal event. The patient did not see smoke, just noticed a smoky smell from the device. There were no flames or evidence of melting, warping, or voids in the enclosure. The device was plugged into a surge protector. There was a lamp plugged into the same receptacle. There was no property damage beyond the device. The patient nor any other household member is a smoker. The patient cleans the device with water and vinegar nightly. The device setting was at 4 at the time of the alleged incident. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.